Event description:
During a follow-up examination, the physician observed increased pacing threshold and a reduced pacing impedance. Spurious discharges were also observed. Suspecting an insulation break, the physicain elected to explant the lead.